Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 4 bd ultra-fine¿ pen needles clogged during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injections. Stated this happened with 4 pen needles from current box. Stated she does not prime before every injection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd ultra-fine¿ pen needles clogged during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injections. Stated this happened with 4 pen needles from current box. Stated she does not prime before every injection."